Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 with report of loss of vision in their right eye. Neurology was consulted and the symptom was thought to be due to a transient ischemic attack (tia). Upon device interrogation, the healthcare provider noticed an increase in pulsatility index (pi) and a decrease in the pump's rpms. A plasma free hemoglobin level was obtained. Log files submitted for review captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller event log file contained events from 23sep2024 through 01oct2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-044740 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.